Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the PICC line was confirmed and the cause appeared to be associated with use of the device. The hub from a 2 fr per-q-cath PICC was returned for investigation. The sample exhibited evidence of use. Residue was observed at the distal end of the oversleeve. No portion of the 2 fr tubing was extending from the oversleeve. After wiping the residue from the catheter, the distal end of the 2fr tubing was observed to coincide with the distal end of the oversleeve. The surface of the catheter cross section was uneven and granular. A tactual investigation revealed elastic weakness in the 2fr tubing, which suggests that it was subjected to a pulling force. This could be attributable to patient movement and securement technique. No damage associated with the manufacturing process was observed on the sample. A lot history review (lhr) of redw3472 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line catheter broke in two pieces near the hub. It was stated no broken pieces entered the patient.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw3472 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line catheter broke in two pieces near the hub. It was stated no broken pieces entered the patient.